Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to sepsis and (B)(6). The patient was also noted to have cervical discitis. The patient then received a leadless pacemaker and was treated with antibiotics. No further patient complications have been reported as a result of this event.